Event description:
Same case as MFR # 2134265-2009-05627. It was reported that during a superficial femoral artery (sfa) angioplasty, deflation difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). The physician was unable to remove all of the contrast from the 6x10x120 ultra-thin diamond balloon. A larger syringe was used to attempt to remove the remaining contrast; however, multiple attempts were unsuccessful. The procedure was completed with this device. The pt outcome was listed as "no serious injury". Additional info was requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).